Event description:
It was reported that there were 3 separate occasions, where there were atrial pacing spikes with no ventricular pacing spike and no qrs complex. This led to a little over a 2 second pause. This occurred during the night so there was no impact to the patient. A field representative (rep) checked the device and leads, and everything checked out well. There was good sensing, impedance, and no noise in the logbook. The rep investigated further and found that the right ventricular (rv) lead was picking up the atrial pacing signal. They then maxed out rv blanking after the atrial pace. This product remains in service. This report will be updated, should additional information be received.